Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8709sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter (B)(4).

Event description:
It was reported that the patient was in the hospital with breakthrough pain. At the time of report the patient was still hospitalized and had been for two days. The drugs used in this system were bupivacaine and hydromorphone.